Event description:
It was reported that a flipped pump was confirmed. The cause of the event was that the patient fell on the pump and it flipped over. It was noted that the patient was unable to have the pump refilled in the office as the pump was flipped. A surgical intervention was required as a result. The pocket was opened, the pump was flipped back over, the catheter was aspirated, and then the pump was refilled and sutured down. A dye study and x-rays were done for diagnostic testing/troubleshooting. The patient¿s status was alive with no injury. There were no patient symptoms associated with the event. The patient had good pain control with the pump, the catheter was easily aspirated, and a dye study confirmed the catheter tip location. The product issue had been resolved. The pump was infusing dilaudid (hydromorphone). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n504919, implanted: (B)(6) 2015, product type accessory; product ID 8784, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).